Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge on the "r" wave. Complainant indicated that after restarting the device they were able to successfully cardiovert the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the device activity log confirms ECG is acquired and the user engaged synchronized cardioversion, but could not get the required synch markers. Per the x series operator's guide, the end user is instructed to change the lead view if sync markers do not appear over the r wave to mitigate the concern. Review of the device log does not provide evidence of the end user changing the lead view. The user tried various methods, then manually power cycled the device and was able to successfully perform a synchronized cardioversion. The logs show no device errors or resets that would have prevented the cardioversion of the patient. Analysis of reports of this type has not identified an increase in trend.